Event description:
It was reported that there was a slice in the cord while using the camera head. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and make a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of slice in the cord was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image due to a faulty charge-coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a slice in the cord while using the camera head. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.